Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker replaced the device's main keypad assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Stryker was performing preventative maintenance on the customer's device and observed that the device had a faulty main keypad. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use associated with the reported event.